Manufacturer narrative:
Insulin pump passed displacement test, rewind, prime/seating, basic occlusion, occlusion, active current measurement and self test. Insulin pump received with unexpected battery power loss and high sleep current, problem isolated to corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was fluid in the reservoir compartment and the insulin pump failed the functional tests. The customer's blood glucose was unknown at the time of incident. The customer was unsure of the damage of lip ring of the reservoir. The insulin pump did not pass the self test. The customer declined the troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.